Manufacturer narrative:
The user facility had reported this to the france authority immediately, however it was not communicated to the MFR by either the authority or the facility. In 10/07, notification to the MFR occurred. The ceiling cover clamp ring was broken due to excessive tightening (torque > 0.25 n/m) of the two attachment screws. The hlx 2000 clamp ring was replaced at this customer. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.